Event description:
Initial information was received from a consumer on (B)(6) 2011. A (B)(6) female with medical history of actinic keratosis with light/laser treatments initiated poly-l-lactic acid (sculptra aesthetic) in the chin, jowls, cheekbones, and possibly into her forehead in (B)(6) 2011 and a second treatment on (B)(6) 2011 for wrinkles. The first treatment worked well but she developed problems about two weeks after the second treatment ((B)(6) 2011). She developed deep lines from the corner of her mouth to her chin. The lines are puffy on top with a pinky finger size soft round ball on the edge of each line. The right side was worse than the left side and the lines were getting worse. Her lower jaw looks like a mannequin or like a bulldog. Her physician did everything right and that she massaged the treated areas for three days following each injection. Her physician told her the lines will go away and recommended another poly-l-lactic acid treatment. He also injected a solution (unknown to reporter) in the crease but it did not help. She did not expect to be disfigured after the second sculptra aesthetic injection since the first injection worked so well. Outcome was ongoing at the time of report. Concomitant medications were not provided. No further relevant information reported. Pharmacovigilance comment: sanofi-aventis company comments dated (B)(6) 2011: this case is confounded by the underlying wrinkles for which sculptra was indicated. It's not known if the deep lines were pre-existing or if it was aggravated.